Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to flattened and creased dome switched. During our visual inspection, the j2 keypad connector on the lcd board was found locked. The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer's high blood glucose level during the hospitalization was over 500 mg/dl. The customer was not wearing the insulin pump during hospitalization. Manual injections were given to the customer to bring down the high blood glucose. The caller also states that there was a possible under delivery anomaly. The insulin pump was delivering bolus slower than expected. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.